Event description:
A patient's family member reported the patient was on the road when their one touch ultra meter did not work. Patient's meter allegedly would not power on. Patient was not able to get a reading, but when on and had lunch. Patient reported symptoms of irritability. Patient had to purchase another one touch ultra meter. The result on the new ultra meter was 423 mg/dl. No comparisons were done. Treatment was food and beverage. No further info has been reported.